Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy.blocks a2 & a4: no information available. Block b7: no information available. Block c: not applicable for this device.blocks d6 & d7: not applicable for this device.blocks e1 & g2: country is japan. Blocks h3 & h6: the omniwire has not been returned for evaluation, thus no returned product investigation was performed.blocks h7 & h9: do not apply to this submission.submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a diagnostic coronary procedure, the manufacturer's guidewire lost signal. The physician removed the guidewire from the non-manufacturer's angiographic catheter to troubleshoot. The guidewire was re-inserted through the angiographic catheter when the torque did not properly transmit to the tip of the guidewire. Through x-ray imaging, the guidewire tip appeared to be at the angiographic catheter tip. Upon removal, the guidewire shaft separated within the angiographic catheter. The separated guidewire was snared with a microcatheter. The procedure was completed with a non-manufacturer''s device. This adverse event and product problem is being submitted because the manufacturer's guidewire separated in the patient and required additional intervention for removal.

Manufacturer narrative:
Block h3: the omniwire was visually and microscopically inspected. The hypotube section was broken in two parts with sharp edges observed. All returned parts were measured and confirmed that there was no missing material. Block h6: the probable cause of the reported failure is unexpected interaction with the catheter due to improper handling by the user.